Event description:
Pt reported he has experienced ¿strong fluctuations¿ in his blood glucose since (B)(6) 2012. On (B)(6) 2012 at 11:00 a.m., he programmed a temporary basal rate of 50% for 4 hours. His blood glucose was 130 mg/dl, and he ate 4-5 be and administered 5 i.u. Of insulin via the infusion device. He went for a walk, and his blood glucose decreased to 48 mg/dl at 5:00 p.m. He drank 5 be of grape juice. His blood glucose was 48 mg/dl at 6:00 p.m. And he drank 1 be of cola and at 2 be of bread. His blood glucose was 47 mg/dl at 7:00 p.m., and he believes he put the infusion device into the stop mode. His blood glucose was 40 mg/dl between 7:00- 8:30 p.m. And a friend gave him 4 be of glucose and called an ambulance. A paramedic measured his blood glucose and it was 23 mg/dl, and it increased to 93 mg/dl at 9:00 p.m. He did not lose consciousness or require add¿l treatment from the paramedics. He reported he was diagnosed with stomach cancer 3 years ago and was on chemotherapy until (B)(6) 2012, but he had not recently started new medication. The infusion device was requested for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.